Manufacturer narrative:
Analysis found that the reported issue of drill skipping and overheating could not be verified since there was no fault found with the device. Pre-temperature test was performed and ambient temperature was at 76.4 and in 1 minute of testing, the handpiece temperature were t1 - 78.9 and t2 - 79.8. The device was cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was heating up and drill was skipping during a case. There was no patient or staff impact.